Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain two of four of peritoneal dialysis therapy. The patient stated that they had improperly disconnected from the set and reconnected to the set. The technical service representative assisted the patient with removing the old supplies. The patient would start therapy over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Improper disconnection and reconnection is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.